Event description:
Reportable based on analysis completed on 30apr2015. It was reported that during an atrial flutter ablation procedure, noise occurred. The target location was located in the right atrium. During the case using a intellatip mifi¿ xp temperature ablation catheter, small sharp spikes on the cbp channel were observed. There was also a small amount of baseline noise present on all channels. The procedure was successfully completed using this device. No patient complications were reported and the patient's status is stable. However analysis revealed char on the catheter tip.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection revealed char on the catheter tip. Testing was verified by using a maestro generator 4000, the device passed the electrical, rf ablation and noise tests. The handle was opened and the receptacle was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).